Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. All product and batch history records are quality reviewed prior to product release. The root cause for the reported complaint could not be determined as no product was returned and not enough information was provided to complete the investigation. Autonome device nozzles come in two sizes and require two different incision size. The 25.5 d to 30.0 d iols are provided with the c-size nozzle (denoted by a ¿c¿ on the top of the nozzle). Confirm an appropriate incision for the corresponding nozzle size prior to lens implantation. Recommendation on nozzle size is conducted through global training team and local sales team. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens (iol) implantation, he could not inject the implant with a 2.2mm incision had to widen the incision and was not satisfied. No further information is available.